Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Reported syscall error on boot-up was caused by loss of communication to pbm due to pbm corrosion near supercapacitors. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced system self-check errors. No clinical details regarding resolution or patient condition were provided. No patient was involved.